Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a peritoneal dialysis patient experienced a fluid leak coincident with peritoneal dialysis treatment. The patient reported fluid on the floor when he woke up in the morning. Patient stated the leak was from the cassette. The cause of the leak could not be determined. The patient did not report receiving any alarms during treatment. Follow up with the patient confirmed that no complications were experienced as a result of the event. Patient stated a leak must have occurred during treatment, there were no leaks observed during set-up. Patient has resumed treatment without further issues.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.